Event description:
The pt underwent a procedure in 2000 which was closed with the closer tsl 6 fr device. Pt returned to hosp sometime when they were diagnosed as having a clot in the right superficial artery. A thrombolytic was given. The clot was removed and a stent put in place. Angiography after stent placement showed that blood flow was restored. The pt recovered without further incident.